Event description:
The customer reported on (B)(6) her blood glucose reached 335 mg/dl less than 4 hours after the pod was activated. She felt the needle stabbing her while she was bending down. Upon further inspection she noticed the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported malfunction (needle never retracted), to determine if it could have contributed to the reported hyperglycemia or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.